Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 54 mg/dl when paramedics arrived. Customer stated that his meter was giving him false high readings and he ended up in the hospital with low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.